Event description:
It was reported the customer had a no delivery alarm while filling their tubing. Customer's blood glucose was 437 mg/dl. Troubleshooting found insulin was able to exit from the tubing and the insulin pump did not alarm no delivery during a manual prime. The customer was advised their insulin pump was working as designed. Customer also reported a bent cannula upon removal of their infusion set. The customer's blood glucose was 559 mg/dl at he end of the call. Customer declined to have the paramedics called. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.